Event description:
It was reported that an 59-year-old female patient (45kg) underwent an atrial tachycardia (at) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. Blood pressure decreased during the procedure and drug administration was performed but the state was not improved. Lv was confirmed by intracardiac echocardiography, and pericardial effusion was confirmed. This occurred during mapping of the left atrium (la) in the procedure. Drainage was performed and the event was resolved with drug administration. Subsequently, the procedure was completed without any problem, and the patient was left the room. On the following day, confirmed that the patient's condition was good. Atrial septal puncture was performed by rf needle. Ablation was not performed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: pentaray was dripped under pressure normally. Smart touch sf catheter was not used at the time of confirmation of the tamponade. The physician's opinions on the relationship between the event and the product: the event was highly likely to occurred at the time of halo placement for at. There is no relationship with the jjkk product. There were no abnormalities observed prior to or during use of the product. The sheath used was a sl0 and agilis short. The adverse event was discovered during use of the biosense webster products. The generator make and model was smartablate generator. Rf needle was used for the transseptal puncture done. Ablation was not performed prior to noting the pe or CT. Steam pop was not confirmed. The event occurred during the mapping phase at la. Pentaray catheter was not available for return. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).